Event description:
It was reported that during preparation for a diagnostic procedure the f/g, atlantis 018 40mhz imaging catheter tip broke. According to a medical assistant, "the tip became fractured without a resistance," the detached length was about 16mm. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during preparation for a diagnostic procedure the f/g, atlantis 018 40mhz imaging catheter tip broke. According to a medical assistant, "the tip became fractured without a resistance," the detached length was about 16 mm. The procedure was completed with another of the same device. No patient complications were reported and the patients' status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Updated fields: method, results, conclusion. The complaint device and an imaging catheter used for diagnosis were returned for evaluation. The unit was received into two pieces the distal tip end was 0.7 cm long and the rest is 170.9 cm long. The broken distal tip appeared stretched starting at the ro marker band for a length of 2 mm. During image characterization testing, no image appeared in the system due to an electrical open at distalportion of the catheter. No manufacturing defects were observed during visual and microscopic inspection of the transducer, distal housing, or distal end of the drive cable. No other issues or defects were observed during visual and functional analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).